Event description:
Caller reported a malfunction on the pump that did not adversely impact the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump while monitoring for any reoccurrence of the issue.